Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the failure reported is not considered a reportable malfunction since could not cause or contribute to serious injury or death if the malfunction were to recur, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that while trialing the 5 x 8mm green poly provisional the health care professional removed with the hook extractor and the provisional split down 80% of the length of the provisional. The dr. Was able to complete the surgery without any issues. No delays or injuries reported.